Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly tortuous, and severely calcified left anterior descending artery. A 20mm x 2.50mm nc quantum apex balloon catheter was advanced for post dilatation. However, during the first inflation at 11 atmospheres for 4 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with another of the same device. There were no patient complications reported.